Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 570:320:844:0000 was not confirmed and not reproduced. However, baxter quality engineering confirmed the reported condition as failure code 199:117:307:0000. The root cause was attributed to depleted main batteries. The main batteries and battery harness were replaced. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. The user interface module master software version is 5.04.00. Additional investigation is being conducted through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code 570:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "medical intensive care unit" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.